Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Response received: as far as his reflux, that did not return until after the dilation which I believe was on 4 january. His primary complaint was chest pain with activity as to why we decided to remove it. He additionally had reflux return after we did the dilation.¿

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin?

Event description:
It was reported that the doctor performed a robotic removal of linx, hiatal hernia repair and toupet fundoplication. Originally implanted this patient nine to ten months ago. Patient complained of spasms and chest pains and reflux symptoms.